Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 4mg/ml concentration at 1.08 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that the reason for pump revision was unknown. The rep stated that they were looking to move the pump to the other side. The rep did not know the reason why they were wanting to move the pump. Rep wanted to review what kits he would need. Rep stated he had catheter revision kit and they did not plan on adding or removing any portion of the catheter, they were only looking for a new pump connector. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump was replaced with new pump and moved to other side of abdomen due to the incision site not healing properly. The hcp stated labs came back showing no infection presented in wound. Patient stated therapy was working well. Weight was unknown and the rep stated that the patient had an autoimmune disorder per the hcp. No further complications were reported. Additional information was received from manufacturer representative (rep). It was reported that the customer the discarded the device. No further complications were reported.